Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped inside the charged coupled device (ccd) lens. Based on the results of the investigation, the most probable cause of the reported malfunction and additional malfunction was traced to component failure due to chipped inside the charged coupled device (ccd) lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported free-floating material in the lens, possibly a piece of broken glass, during inspection for use involving an olympus camera head. There was no patient injury reported.